Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/22/2020. H.6. Investigation: customer returned one (1) used 31gx5mm bd pen needle from lot 9176386. Consumer reported, he could not attach his pen needle onto humalog pen. The returned pen needle was examined, then tested for attachment and detachment using a threaded test fixture: the pen needle was able to be attached and detached from the test fixture properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that during use the needle does not attach to pen with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter: it was reported that the customer could not attach his pen needle onto humalog pen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the needle does not attach to pen with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter: it was reported that the customer could not attach his pen needle onto humalog pen.